Manufacturer narrative:
A patient experienced autoreducing/ high impedance was reported to abbott. As a result, both leads were explanted and replaced to address the issue. Effective therapy has been restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. During processing of this incident, attempts were made to obtain patient weight. Further information was requested but not received.

Event description:
Related manufacturer report number:3006705815-2023-04716. It was reported that the patient's lead's had high impedance on all contacts. Surgical intervention took place on (B)(6) 2023 wherein the patient's leads were explanted, replaced, and effective therapy was restored.